Manufacturer narrative:
Based on the provided information, the issue occurred when the liner dislocated from the shell, both of which are products covered in the split case zimmer inc., warsaw (B)(4), MFR 0001825034-2021-02412 and 0001825034-2021-02413). The blood loss and delay of surgery were then due to the dislocation. There does not seem to be any issue with the biolox head. This case will be invalidated. Please delete this case from your records. The event will be further reported under (B)(4). Zimmer biomet's reference number of this file is (B)(4).

Event description:
Based on the provided information, the issue occurred when the liner dislocated from the shell, both of which are products covered in the split case zimmer inc., warsaw (B)(4), MFR 0001825034-2021-02412 and 0001825034-2021-02413). The blood loss and delay of surgery were then due to the dislocation. There does not seem to be any issue with the biolox head. This case will be invalidated.

Manufacturer narrative:
Concomitant medical products: m2a-magnum pf cup 46odx40id; catalog#: us157846; lot#: 702570. Act artic e1 hip brg 28x40mm s46 dia28; catalog#: ep-200146; lot#: 019650. Therapy date: unknown. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During a surgery, the surgeon found that the implanted products have dislocated. The issue was not solved despite of repeated tests. The patient's blood loss increased and there was a surgical delay of 90 minutes. Hence, the surgery was completed with continuum prosthesis.